Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the quick coupling device was not holding the wires. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the straining ring retract was out of alignment, housing was loose and unscrewing; and there was grinding noise when running the device with wire clamped. It was further determined that the clamping components and bearings were worn. The assignable root cause was determined to be most likely due to normal wear on components and loctite degradation from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.